Event description:
It was reported that during a total knee arthroplasty (tka) procedure, it was observed that while using the robotic-assisted solution satellite station device, the anterior and anterior chamfer cuts were off. The approximate distance of the cuts being off was not reported. The device was being used with the robotic-assisted solution base station device and robotic assisted saw interface right. According to the reporter, the system did not see that the leg was moving a lot during that point of the procedure. The doctor also felt that the robotic assisted saw interface right (sasi) wasn't functioning fully. It was reported that the next surgery was completed without any issues/problems. There were no delays in the procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: results received from the engineering team: investigation summary: the actual log files for this event were reviewed. After evaluation it was determined that the reported condition was confirmed. The investigation found that the femur fiducial landmark acquisition was done sub-optimally. The check point was created on the array itself and not on the bone. When the checkpoints are placed on the arrays, if the array moves the checkpoint moves with it, so the user would have no way of determining that the femur array was invalid. While the exact cause of the array movement cannot be established, array movement is generally caused by the arrays not being securely attached. There were no defects found with the system and software. The investigation found that the most probable root cause of the issue is array movement. The root cause was traced to user user error.